Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A device history record (DHR) review for the sheath was not required/performed as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the vessel diameter at the access site was 7.7mm and the vessels were indicated to be mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported injury to the vessel cannot be confirmed; however, it is likely that a combination of the less than recommended size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.

Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the physician reported feeling some resistance during the insertion of the 25f dilator. Before attempting to advance the 28f dilator the decision was made to proceed and insert the 24f sheath instead. The sheath was inserted; however, it was unable to be advanced beyond the right external iliac. While the sheath was being advanced, an injury to the vessel was noted which required repair by a vascular surgeon. Once the vessel was repaired it was decided to continue and access the vessel just above the repair. A second 24f sheath and a new dilator kit were opened to take advantage of the hydrophilic coating. Serial dilatation was performed with the new dilators; however, the physician was unable to advance the 25f dilator. In order to troubleshoot, it was decided by the team to take the 22f edwards sheath and perform a balloon angioplasty of the right external and right common iliac. Once the angioplasty was performed the physician attempted to advance the 25f dilator but was unsuccessful. It was decided by the team to go ahead with a 22f edwards sheath and do a valvuloplasty with a 23mm balloon to assess if a 23mm valve would work. Following the bav a 23mm sapien valve was able to be deployed successfully. The delivery system was removed, the groin was surgically closed, and the patient was transferred to the ICU.